Event description:
It was reported that the enlite system camera is having accuracy issues. How and where the issue was noticed in unknown. There was no patient involvement and no adverse consequences associated with the device. Additional information has been requested.

Manufacturer narrative:
The device was replaced at the healthcare facility by a field service technician. The device was lost during the return process, and was not evaluated.

Event description:
It was reported that the enlite system camera is having accuracy issues. How and where the issue was noticed in unknown. There was no patient involvement and no adverse consequences associated with the device. Additional information has been requested.